Event description:
Customer reported hospitalization due to high blood glucose levels and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 1300 mg/dl. Customer stated that he accidently pulled out the site while working and did not realize that he had a bent cannula. Customer woke up in the hospital. Customer was treated with IV drips at the hospital and was diagnosed with slight pancreatitis. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.